Event description:
Per tm: cable strain relief has pulled out of the housing. (B)(6) 2021: evaluation found cable wiring exposed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility. During the evaluation, the reported issue of cable is pulling exposing wires was confirmed. The cable coming out of the sensor has been pulled away from the enclosure and exposing the wires. The root cause of the failure was identified as use-related damage. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.